Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified creases fold, wear abrasion, curved opening on radius, and yellow particles. Leak test and microscopic analysis were performed which identified a smooth crease opening on radius and observed void on valve side out specification per qa199.6 (texture side). Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on radius due to fold flaw opening, and a void on valve, texture side, assessed as a workmanship.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device was explanted.